Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. No patient identifier or weight reported. Unknown rod screw, unknown part and lot. UDI is unavailable. Original implant date is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a hardware removal and hindfoot fusion surgery of the right ankle on (B)(6) 2016, one of the 2.7mm locking screws broke during removal of the device. The device was fully removed with no fragments left behind in the patient. All other devices were removed easily without incident. Original implant date of device is unknown. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This is report 1 of 1 for (B)(4).